Event description:
After proper and successful placement of the iliac leg grafts during aaa procedure in 2007, the physician determined with ivus that on both the left and right sides that each lumen diameter was too small (approximately 7mm). The physician then implanted a palmaz stent within each iliac leg graft to increase the lumen diameter. There were no kinks in either graft before nor after the palmaz implants. (Refer to 1820334-2007-00197) for the other device used during this procedure.

Manufacturer narrative:
Access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 16 french to 20 french vascular introducer sheath. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of a patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by user error in that prior to the procedure the iliac diameter was not measured.